Event description:
Subsequent information indicated additional out of range measurements had been recorded. The local field representative indicated that the lead would continue to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement. A request for additional information has been made. There were no adverse patient effects reported. Our records indicate that this lead remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.